Manufacturer narrative:
(B)(4). Evaluation: on return the dilator was inserted within the sheath. The sheath hub and dilator hub appeared typical. The sheath tip appeared typical. Damage to the dilator tip was noted. No other damage or abnormalities were noted. The outer diameter of the dilator tip was measured and did not meet specifications. This may have been a result of the damage to the dilator tip. The sheath was inserted into the t-tube and pressurized to 200mmhg. The sheath and sidearm did not leak. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of dilator tip damaged is confirmed. Upon visual inspection, damage was found to the dilator tip. No other damage was noted. (B)(4) has been initiated to investigate cause of the issue.

Event description:
It was reported that the event occurred in (B)(6) cath lab. During the interventional radiology procedure the md used the cp-08503-a for femoral access. During the procedure they exchanged the spring wire guide (swg) and at this time they found the swg not moving. They checked and found the sheath introducer kinked; the sheath got kinked inside the femoral artery. As a result , they stopped the procedure. According to the product specialist from the dealer "the hospital changed the sheath with another brand, and it went smoothly." There was no reported patient death, injury or complications. There was a delay / interruption; however there was no harm to the patient reported. The users found that the sheath was so soft the material kinked too easily.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the dsa cath lab. During the interventional radiology procedure the md used (B)(4) for femoral access. During the procedure they exchanged the spring wire guide (swg) and at this time they found the swg not moving. They checked and found the sheath introducer kinked; the sheath got kinked inside the femoral artery. As a result , they stopped the procedure. According to the product specialist from the dealer "the hospital changed the sheath with another brand, and it went smoothly." There was no reported patient death, injury or complications. There was a delay / interruption; however there was no harm to the patient reported. The users found that the sheath was so soft the material kinked too easily.